Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. A supplemental vmsr will be submitted upon completion of investigation.

Event description:
This report summarizes one malfunction event where a denali thoracic probe fractured intra-operatively. The procedure was successfully completed with no delay or adverse consequence to the patient. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Event description:
This report summarizes one malfunction event where a denali thoracic probe fractured intra-operatively. The procedure was successfully completed with no delay or adverse consequence to the patient. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. H.3. Has been corrected to reflect that the device was not returned as anticipated. Visual, dimensional, material and functional analysis could not be performed as the device was not returned. As the device was not available for evaluation, the failure mode could not be confirmed, and a root cause could not be established conclusively. Correspondence with rep indicates that the device has been in use for over three years. It is possible that repeated use of the device throughout its service life compromised the material integrity, contributing to the reported fracture. H3 other text : device was not returned.